Event description:
A peritoneal dialysis pt reported that where the tubing to the cassette meets the door, she noticed it was leaking. After she examined it further, she found a cut on the cassette causing the leak. There is no report of pt ill effect. The sample is available for evaluation.